Event description:
It was reported the pt is unable to communicate with his ipg using his charger. The pt reported he can communicate with the ipg using his programmer. The pt stated he has not experienced any weight loss or gain. A replacement charger did not resolve the issue. No additional info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.